Manufacturer narrative:
H3/h6 - evaluation of the returned monitor confirmed the event. The monitor would not turn on. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735795, lot number: 22291710. H3, h6) the system was serviced in the field. In summary, the main cart monitor would not turn on. The main cart monitor was replaced as a result. Codes b01, c07, and d02 are applicable. H3, h6) the product ID: 9735795, lot number: 22291710 was returned to the manufacturer and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when powering on the system, the main cart stayed fully black and did not power on. There was troubleshooting present. It was reported that the camera cart monitor with the main cart power was tested and they received a "no video detected" message. This indicated the main cart monitor's power "in" port was not functioning properly. There was no patient involvement.